Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Upon investigation igbts q6, q7, q9, diode d22, and components u15, u16, u17, and u18 were shorted, multiple power supplies were shorted and several components were thermally damaged on the defibrillator pca and computer/analog board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functionality testing.